Manufacturer narrative:
Bd has determined that this issue was confirmed as user related. This is not reportable. There were no health consequences or impact to the patient. Submitting the investigation details as additional information. The reported event was confirmed ¿ user related. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. Microscopic examinations found there was salt accumulation inside the balloon area. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Based on entry description, the balloon catheter was burst due to ¿deterioration caused by vaseline petrolatum jelly or oil¿. This complaint is confirmed as a user-related complaint. A potential root cause for this failure mode could be user related since the balloon catheter was burst due to ¿deterioration caused by vaseline petrolatum jelly or oil". A review of the device labelling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter broke twice in the same patient. When the actual product was inspected, it was found to have broken due to deterioration caused by vaseline petrolatum jelly or oil. Based on sample information received via email on 30sep2025, it was reported that the two pcs of catheter were received in the same package. The batch# of catheters are different. Sample#1 (batch#: myjz3001 & batch expiry date: jun 28,2027) and sample#2: (batch#: mykn3316 & batch expiry date: jun 28,2027).

Event description:
It was reported that the balloon of the foley catheter broke twice in the same patient. When the actual product was inspected, it was found to have broken due to deterioration caused by vaseline petrolatum jelly or oil.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter broke twice in the same patient. When the actual product was inspected, it was found to have broken due to deterioration caused by vaseline petrolatum jelly or oil. Based on sample information received via email on 30sep2025, it was reported that the two pcs of catheter were received in the same package. The batch# of catheters are different. Sample#1 (batch#: myjz3001 & batch expiry date: jun 28,2027) and sample#2: (batch#: mykn3316 & batch expiry date: jun 28,2027).

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was confirmed ¿ user related. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. Microscopic examinations found there was salt accumulation inside the balloon area. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Based on entry description, the balloon catheter was burst due to ¿deterioration caused by vaseline petrolatum jelly or oil¿. This complaint is confirmed as a user-related complaint. A potential root cause for this failure mode could be user related since the balloon catheter was burst due to ¿deterioration caused by vaseline petrolatum jelly or oil". The labeling and instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter phone number: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.